Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink t-connector extension set was broken and leaking. This was observed at home by the patient¿s caretakers. The device was replaced at the hospital and the dressing was changed to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
One (1) actual sample and one (1) companion sample were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, clear passage testing, and pressure testing were performed and a leak was identified between the winged female luer lock adapter and the tubing of the actual sample. The reported condition was verified in the actual sample. The cause of the reported condition was determined to be inadequate handling of the set by the end user. There were no issues noted during evaluation of the companion sample. Should additional relevant information become available, a supplemental report will be submitted.